Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the device was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Occurrence of the event can be detected/prevented by handling the device according to the following instructions for use (IFU): detection methods are written in IFU: tjf type 150 operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: tjf type 150 reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: the knob wire was completely cut off, the plastic distal end cover had a dent, the adhesive on the bending section cover was detached, due to wear of angle wire, the bending angle in up/down direction did not meet the standard value, and due to wear of the angle wire, the play of up/down knob was out of the standard value. The connecting tube, the scope cover and the grip all had a scratch, and the universal cord had a stain. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a foreign material on the knob wire and the up/down and right/left knob had foreign objects. There were no reports of patient involvement.